Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to high capture thresholds in bipolar configuration and low impedance triggering a polarity switch. The pacemaker-dependent patient was in good condition before, during, and after the procedure.